Event description:
It was reported that the patient experienced hyperglycemia following breakfast while using the ilet, with sensor glucose reported as ¿high¿ and later documented values around 401 mg/dl with trend changes, followed by subsequent declines into the 300s, down to the 80s, and later a symptomatic hypoglycemic nadir of 47 mg/dl; the patient reported announcing meals as ¿less than¿ out of concern for lows and received troubleshooting and education with a plan for additional training on meal announcements. Symptoms included nausea during the hyperglycemic period and symptomatic hypoglycemia requiring oral carbohydrate treatment. Outcomes included no hospitalization, no professional medical intervention, no use of backup therapy, and self-management with oral glucose. Investigation included review of device-reported glucose trends and patient guidance on accessing and synchronizing the ilet report, as well as education on appropriate meal announcements. Investigation of this case revealed user-related dosing behavior involving conservative meal announcements that likely contributed to glycemic variability, with no reports of device alarms or persistent malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique and education needs regarding meal announcement selection and treatment of highs and lows.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.